Manufacturer narrative:
The axium prime coil will not be returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU): successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that about 5mm of the coil moved in to internal carotid artery after implanted. The patient underwent coiling treatment for a small unruptured saccular aneurysm located in left internal carotid-posterior communicating artery (ic-pc).measuring 5.2mmx2.7mm. The vessel was observed moderately tortuous. It was reported that reported coil was forth in the procedure. When detaching the coil and removing the delivery pusher, the tail part of the coil was pulled into the microcatheter by about 5 mm. An attempt was made to push the coil from the microcatheter with chikai 14, but it could not be pushed well, the microcatheter came out of the aneurysm, and the tail part of the coil deviated to the parent blood vessel. Since only a little part deviated to the parent blood vessel, the additional stent was not implanted, and the procedure was completed. The embolization was performed in aneurysm successfully. The device prepared according to the instructions per the IFU. There was not any patient injury associated with the event.